Event description:
It was reported that during a coronary drug eluting stenting tratment procedure, stent dislodgement occurred. The physician attempted to place a taxus liberte' 3.0 x 16 mm drug eluting stent to the calcified right coronary artery (rca), but was unable to cross the lesion. It was noted under fluoroscopy that the stent was "detached in the middle" and the physician attempted to retrieve it into the guide catheter, but it was lost upon entering the femoral sheath. The stent was found in the right popliteal artery and was retrieved with a crossover femoral technique, using a flex sheath and a dormian basket. The procedure was completed using a taxus 3.5 x 38 mm stent. No further pt injuries or complications were reported. Pt status post procedure is noted as stable. Heparin and nitroglycerin were administered during the procedure and aspirin was prescribed post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.